Event description:
It is reported that customer responded to the notification letter regarding the drive support cap. Customer stated that she pushed on the cap and felt loose and insulin squirted out of the tubing. Advised that insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Loose drive support disk, missing end cap sticker, cracked reservoir tube lip and a cracked case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.